Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft system was implanted during an endovascular procedure for the treatment of a 50mm abdominal aortic aneurysm. It was reported during a follow-up visit approximately 5 years post the index procedure that the right limb had pulled out of the common iliac artery with loss of seal and the left limb had loss of seal with roughly 1cm of seal and no endoleaks seen. Intervention was completed. The physician placed a 16 x 13 x 156 limb extending the right side from the flow divider all the way down to seal in the right external iliac artery. The right hypogastric artery was coiled prior to the limb implant. The left side was also extended completely to the left hypogastric artery with a 16 x 24 x 124 limb. The final angio showed perfect results. As per the physician the cause of the event cannot be determined. No additional clinical sequelae was provided and the patient is fine.